Manufacturer narrative:
Reporter: occupation: tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a leg angiogram the tip of a cxi support catheter separated. Access was gained through the femoral artery, which was noted to be calcified, the user began torquing the device when the tip separated from the device. The separated tip was retrieved by inflating a balloon just beyond where the tip separated and then pulling the balloon back into the sheath, which successfully pulled the tip back through the sheath. It is unknown how the procedure was completed. No portion of the device was left inside the patient.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during a leg angiogram the tip of a cxi support catheter separated. Access was gained through the femoral artery, which was noted to be calcified, the user began torqueing the device when the tip separated from the device. The separated tip was retrieved by inflating a balloon just beyond where the tip separated and then pulling the balloon back into the sheath, which successfully pulled the tip back through the sheath. It is unknown how the procedure was completed. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One used cxi catheter was received for investigation. Biomatter was present on the device. Inspection found that 2mm of the distal was separated. The catheter length measured 151.3cm. A kink was noted at 107.8cm. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The investigation conclusion cause was traced to patient anatomy as the physician reported "heavy amount of torqueing and twisting" suggests an inability to transfer torque to the tip of the device. Which due to the tortuosity and calcification within the patients anatomy restricted movement placing the torque forces on the device leading to separation. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.